Manufacturer narrative:
Patient's year of birth reported as (B)(6), exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The original implant date is unknown but occurred approximately ten years ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the report event of broken screw happened during the removal of devices. The screw was unable to be removed and it broke during removal and the shaft of the screw was left in place. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a planned surgery on (B)(6) 2016 for a tibial nail hardware removal due to complaints of pain, one of the three implanted 5.0mm locking screws broke off as the surgeon was removing it. The original implant date is unknown but occurred approximately ten years ago. It was noted that all implants were intact prior to the surgery. The surgeon tried various removal instrumentations to no avail. As a result of the inability to remove the screw, the surgeon was unable to remove the nail. Therefore, the nail, end cap, and one broken screw remain in the patient. It was reported that the surgeon had prepared the patient prior to the surgery for the possibility that the devices would not be able to be removed due to the length of time they were implanted. There was a 30 minute delay in surgery and an x-ray was taken to ensure the fragment was removed. The patient was reported as stable. This complaint is for one device. Concomitant medical products: tibial nail (part # unknown, lot #unknown, quantity 1); unknown screws (part #unknown, lot #unknown, quantity 2); end cap (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).